Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this ra lead was capped due to noise, oversensing, pacing inhibition, loss of capture, high impedances and lead damage. (B)(4).